Event description:
It was reported the patient had increased scrotal pain whether stimulation was on or off. It was noted the implantable neurostimulator was explanted as a consequence of explanting the lead. It was unknown what troubleshooting was performed. The patient's scrotal pain resolved after the lead was explanted.

Manufacturer narrative:
Product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: unk, product type lead; product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).